Manufacturer narrative:
Upon inspection of the returned tmini robot, think surgical, inc. Confirmed that one of the two the nut tubes was broken and the dowel pin was missing. The tmini functioned as intended as only one of the nut tubes was broken. Think surgical reviewed the device history record and confirmed there was no evidence of damage to the nut tube during production. There was no injury to patient, and the surgery was completed without complication using the tmini robot. However, think surgical is reporting this incident because if the dowel pin detached during the procedure, and it could pose a risk of entering the surgical incision.

Event description:
The user noticed a small silver piece fall out of the tmini head during sterile set-up. Despite this, the tmini robot was used successfully during the procedure.